Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported a loss of aspiration occurred during the procedure. A spiroflex® angiojet® thrombectomy set was selected for a thrombectomy procedure in the deep vein. The catheter primed successfully. Aspiration was activated for 25 seconds; however the system stopped working and the catheter balloon leaked and there was a lot of saline in the pump. There were no visible defects on the catheter or console. The procedure was completed with another of the same device. There were no patient complications and the patient was stable.